Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient received a replace generator soon message. The patient may undergo surgical intervention to replace the ipg.

Manufacturer narrative:
The patient controller (pc) was displaying ¿replace generator soon.¿ was reported to abbott. The replacement ipg and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. Effective therapy was established post op.